Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found debris in the sterile packaging that was measured and found to be acceptable to specifications. No product failure was found as the product is within specifications. No further investigation or action is required after review. This complaint cannot be confirmed as the product was found to be conforming. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported during an incoming inspection that debris was found within a sterile package. No patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.